Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and confirmed the reported issue. In troubleshooting, fss found that im (instrument manager) pcb (printed circuit board) was faulty, which was replaced with new one and that resolved the issue. Fss performed the two (2) year preventative maintenance (pm), which air and vacuum filters, dust filters, rc batteries, sealed lead acid (sla) battery, bios battery and o-rings on friction rollers and venture port were replaced as part of pm activity. The system was found to meet abbott specifications. Fss indicated that during previous service on december 22, 2015, instrument manager pcb had been replaced and when customer reported that the problem was duplicated, then advantech single board computer (sbc) pcb in monitor assembly was replaced. Customer reported same error again; therefore, fss checked out ethernet cable and ethernet pcb and there was no identified problem with these units. Fss replaced the instrument manager pcb once again and the original advantech sbc pcb was re-installed into the system. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Through a follow, the field service specialist confirmed that both problems (freeze/lock up and error 2012) are related to each other, that the system displays error 2012 after locked up. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the whitestar signature system locked up and displayed error 2012 (instrument host timeout error) during starting up. There was no patient involvement reported and no patient treatments delayed or cancelled.